Event description:
It was reported that the patient had experienced unknown issues with a male sling. The male sling remains implanted and a new artificial urinary sphincter (aus) was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the patient experienced recurring incontinence and patient code. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/24/2018 11:58 am CT. The report number is being corrected from: 2183959-2018-61977 to: 2183959-2018-60853.

Event description:
It was reported that the patient had experienced recurring incontinence with a male sling. The male sling remains implanted and a new artificial urinary sphincter (aus) was implanted. Should additional relevant details become available, a supplemental report will be submitted.